Event description:
It was reported by switzerland that during service and evaluation, it was determined that the trigger of the battery reciprocator device was sticky. During the assessment, it was found that the electrical ports were corroded, and the device did not run. As a result, several of the test procedures could not be executed. When the device was disassembled, foreign substances were detected inside the device. Furthermore, it was found that the motor was not working anymore, and the gear could not be disconnected from the motor. It was found that the device failed visual inspection due to corroded electrical ports. It was further determined that the device failed pretest for check for sticky trigger and check function of device. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device stopped working. It was reported that there were no delays in the surgical procedure as a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sticky trigger, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. It was further determined that all the other malfunctions found were due to component failure from wear. UDI: (B)(4).